Event description:
The customer contact reported no flow. The primary tubing set was being used to deliver an unspecified medication by gravity. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the proximal clave y-site of the primary tubing set to deliver 100 ml of an unspecified concentration of penicillin g at an unspecified rate. The primary solution container was hung lower than the secondary solution container using a hanger. It was reported that after the delivery of penicillin was started, no flow was noted. It was reported that the nurse pinched the tubing of primary tubing set above the connection of the secondary tubing set and no flow continued. It was reported that the nurse disconnected the secondary tubing set from the primary tubing set. The option-lok male adapter of the secondary tubing set was reconnected to the middle clave y-site of the primary tubing set and the therapy was initiated. After an unspecified length of time, it was reported that solution leaked from the previously accessed proximal clave y-site of the primary tubing set. The primary tubing set was replaced and the therapy was resumed. It was reported that after the primary tubing set was replaced, the tubing of the primary tubing set separated from an unspecified location. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. A device from one of two possible lot numbers (051694w and 060454w) was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.